Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital today for the right ventricular lead revision due to diaphragmatic stimulation. During procedure, the lead helix was able to retract but could not extend again. The lead was explanted and replaced. There were no complications and the patient was in stable condition.